Event description:
It is reported that after inserting the liner and constraining ring, the hip was repositioned and an x-ray was taken. The x-ray showed the liner was not properly seated in the shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.